Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels ranging between 39-42 mg/dl. Customer consumed carbohydrates to address bg. Customer declined to provide further information or undergo troubleshooting.